Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was able to be removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6atm for 5 seconds. The device was able to be removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient has no problem.